Event description:
It was reported that, during the pre-use check, the customer noticed the connection part of the set was so tight that the connection parts were unable to be connected properly to the fluid warming device. The situation was resolved by using a separate fluid warming set. There was no patient injury reported.

Manufacturer narrative:
One fluid warming administration set was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.